Event description:
It was reported that this pacemaker was found to be on safety mode. Technical services (ts) was consulted a device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.